Manufacturer narrative:
This product has been moved to the associated product, please delete this report from your records. Zimmer biomet's reference number (B)(4) is further reported under the following reports: 0009613350-2020-00459; 0009613350-2020-00461; 0009613350-2020-00463; 0009613350-2020-00467; 0009613350-2020-00469.

Event description:
This product has been moved to the associated product, please delete this report from your records.

Manufacturer narrative:
The manufacturer received x-rays and other source documents which will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to migration.